Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A device history review revealed a failure of system pneumatic flow test. The hc machine was reworked and passed all subsequent testing prior to release. The device had failed the homechoice returned instrument test / evaluation (rite) electrical safety analyzer test for earth leakage. The issue was confirmed during rite testing. The cover was opened and an internal inspection performed. Inspection revealed fluid ingress in the pneumatic tubing, manifold, bottles and compressor tubing. The cause for the earth leakage was determined to be inoperative compressor due to fluid ingress. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The hc device to be forwarded to service and the device to be scrapped due to fluid ingression. Refer to the evaluation report for further details.

Event description:
A baxter service technician found that a homechoice system failed the earth leakage current performance specification. There was no patient involvement.